Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: neu_refillkit_acc, product type: accessory.

Event description:
On (B)(6) 2016 crts (B)(4) (con): it was reported that the patient had surgery and changed the catheter again. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (lot number unknown) 1000 mcg/ml at 364.7 mcg/day and dilaudid 20 mg/ml at 7.294 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient had a new pump implanted on (B)(6) 2015, and within a week the catheter detached. The patient mentioned she had aqua therapy and was pulling weeds in the garden. It was noted this was the most activity she did. The patient's pump was increased twice last month because she thought something was wrong. The patient went to see her healthcare provider (hcp) because she wanted the dose increased. The patient took an oral steroid, but had to stop taking it after three days because she felt irritable and like she was climbing the wall or like her head was spinning. It was noted that some pain medications always made the patient feel this way. The patient went to the emergency room (ER) on (B)(6) 2016 and was given a shot. All the shot did was take away her headache. The headache was due to high blood pressure. The patient was bawling her eyes out in pain when she walked into the ER. The patient's blood pressure was around 180 or 200/100. The patient was on blood pressure medication. The patient reported her blood pressure was high due to pain. The patient was scheduled for a dye study on (B)(6) 2016, but she could not wait that long for the test. The patient got a referral to see a hcp. At the time of the report, it was unknown what was wrong with the pump and what caused the return of pain. It was suggested the patient contact hcp to discuss medical and therapy concerns. It was unknown if this was a sudden or gradual change in therapy/symptoms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID: neu_refillkit_acc, lot# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient and it was reported that the physician had to open her up two times after (B)(6) 2015 and didn't find anything wrong with the pump. The physician had to fix where the medicine was leaking out of her spine and the physician had to go back through the patient¿s stomach side and make sure it wasn't the pump because they couldn't find anything in the studies and scans that they did. The catheter was detached and was fixed because the pump was sticking out. The patient stated she didn't have any garden and doesn't have any weeds and puts mulch and stuff all the time. The patient got fluid on her spine again and went to another physician. The patient stated that they turned her pump up to ¿7 pts¿ so when she got out of surgery they had to put it down to 1.3 because they were afraid she was overdosed and she wasn't getting any of her medicine and couldn't walk. Per the patient, 3-4 months if not longer prior to (B)(6) 2016, the catheter collapsed in the middle of her back and they tried to squeeze it to stretch it out and it kept bending right back and it was pinching and the patient wasn't getting any of her medication and went through withdrawals and she didn't know what they were. She was in so much pain she couldn't walk. Initially they thought it was blood pressure and fluid on the spine. Her hcp (healthcare professional) explained to her what withdrawal was for future reference. On (B)(6) 2016 the patient¿s prescription of percocet was upped. It was hard for the patient to take oral pain pills because she had side effects. She was taking 5mg/325 (3x a day) had to up to 10mg/325 4x day. Her family doctor had to up her oral xanax to help calm her down from the side effects of the pain pills. She wasn't getting relief from the pain pills. The patient only got an hour or two hours of sleep and hadn't laid on her back since. Per the patient, anytime she had surgeries, she was put into the ICU (intensive care unit) because her blood pressure goes so low and because the hcp is afraid the patient is going to overdose or something. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer on (B)(6) 2016 and it was reported that the patient had been having a lot of pain. The patient had a dye study and the dye was not going through the pump. The patient stated that she was in pain during the procedure and the needle was bent after trying to get the medication in four times. The patient's husband had to check her every 2-3 hours to make sure she didn't have an overdose. The patient had to go to a different physician to discuss how to get the issue fixed and the physician mentioned surgery to repair the issue. The patient had an MRI last week ((B)(6) 2016) and the pump went off and came back on. The patient said after the MRI the next day she started to feel better and then two days later she felt a lot better. She was wondering if turning the pump off and back on could have pushed some drug through because she had been feeling better since the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.